Manufacturer narrative:
We have received the complaint device for evaluation. When we inflated the common carotid balloon with 1.5cc of water, we observed the balloon inflated symmetrically at its distal length. After withdrawing more than 1 cc of liquid, we observed the balloon failed to deflate since both of the inflation holes were covered by the balloon wall. The internal carotid balloon inflated and deflated properly. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Our manufacturing team conduct 100% inspection on each device and tests them for balloon functionality. Each balloon is inspected to ensure they inflate and deflate properly. However, it is possible that during manufacturing, the common carotid balloon of this shunt was poorly assembled which led to this issue. The surgeon observed the malfunction during pre-use check. He then used another f3 carotid shunt for the procedure.

Event description:
During pre-use check, the common carotid balloon of the f3 carotid shunt failed to deflate completely. Device did not come in contact with the patient. Surgeon then used another f3 carotid shunt for the procedure.